Event description:
The system 6 sagittal saw was sent for service and it ran in safe mode during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the handpiece ran in safe mode because there was no locking cam installed during the service process. The part was installed and the device was returned to the customer.